Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio test strips would not fit in his meter. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2017. The patient manages his diabetes with insulin (no adjustments, unspecified type or dose) and he advised that in response to the alleged issue, he reduced his food and/or drink intake (daily). The patient reported that at 12:55 p.m., on (B)(6) 2017, he developed symptoms of ¿sweating, losing sense of taste, not fully oriented and numbness in extremities¿; symptoms he associated with a low blood glucose excursion. The patient advised that he self-treated by eating some sugar. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the csr noted that the alleged issue could not be resolved with training. The subject product was requested back for investigation and replacement test strips were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.